Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decline in r-wave amplitude. In addition, it was noted that the lead experienced t-wave oversensing (twos) at implant. The rv lead currently remains in use. No patient complications have been reported as a result of this event.